Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received medical assistance on (B)(6) 2018 with low blood glucose. The customer reported experiencing seizures requiring the paramedics to be called. Blood glucose was 21 mg/dl at the time of incident. The customer was treated with a glucagon injection. It was reported the sensor never alerted the customer of a low blood glucose. Customer reported sensor glucose and blood glucose differences. The customer's current blood glucose was 91 mg/dl. The customer was assisted with turning on the suspend before low alert. The insulin pump will not be returned for analysis.